Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the pump was removed because it was not effective. The pump was explanted on (B)(6) 2013. The drug information, onset, and diagnostics performed were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.